Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 5. On 2023-12-18, non-osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis and pain. No further patient complications were reported.